Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by cloudy fluid. The break in aseptic technique was further described as pt made mistake. On an unreported date, the pt was hospitalized for peritonitis. On an unreported date, the pt was treated with vancomycin injection (1 gram at stat; ip), amikacin injection (100 milligram once daily; ip), ecomer injection (1 gram once daily; ip) and reflin injection (1 gram once daily; route not reported) for peritonitis. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but is not available.